Event description:
It is reported that the patient is experienced pain. Progress notes state that the stem is loose and a revision surgery is in discussion.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: x-ray evaluation notes state that there is no evidence of loosening and no change from an x-ray taken in (B)(6) 2009. Bone scan results indicate mild to moderate uptake seen about the proximal and distal aspects of the left femoral stem. In general, patient components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. An exact root cause cannot be stated. Cause cannot be definitively determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.